Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system's cine option was not functioning properly and there was a loss of cine function. There was no pt injury or death reported.